Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine generator change-out, noise was observed during a capture threshold test through the psa. During induction testing the device rescued at 30j but the patient received inappropriate shock due to lead noise. The noise was not reproduced with pocket manipulation. The lead was capped and replaced. The patient was in stable condition post-procedure.